Event description:
It was reported that the device would not staple. The surgeon hand sewed the anastomosis. A 10 minute time delay was reported as a result of this event. There was no additional consequence to the patient.